Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1150 experienced a power loss error while connected to a patient. The patient was immediately removed and placed on a back up ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was unable to be duplicated.